Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl. Customer stated that after bolused blood glucose was 500mg/dl and again on bolused blood glucose was in the range of 400mg/dl. Customer¿s current blood glucose was 550mg/dl and at time of incident was 600mg/dl. Customer treated with manual injection. Customer did self test and passed. Customer also stated that they had bent cannula. Product will not be return for analysis.